Manufacturer narrative:
(B)(4). Batch # n5340z. The following information was requested, but unavailable: can you please clarify the event description you provided as to what happened when "the charge is let go"? Did the cartridge reload fall out of the device during a firing? Or did you mean that the device was no longer used and therefore set aside? In the event it states "couldn't open it". Can you provide further detail as to what happened when the device could not be opened? Was the device locked on tissue? What color cartridge reload was being used on this firing? Was the firing able to be completed? If yes, were the staples formed properly? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc.? What troubleshooting steps were taken to remove the device from the tissue? Was the device ever able to be opened? Response: no additional information is available. The analysis found that one sc60a device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape; the device closed, fired and opened without any difficulties noted. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as no cartridge was received for analysis.

Event description:
It was reported that during an unknown procedure, the charge is let go. They got three shots and there was no problem, but later they couldn't open it. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.